Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle cartridge was engaged to the handle with the procedural sheath pulled back against the shuttle. The sealant was visible through the side slit of the shuttle tube soaked in blood. Blood was observed in the proximal detent which indicated blood was being forced (due to pressure inside the introducer sheath) inside the shuttle cartridge. Blood inside the shuttle cartridge could initiate proximal swelling of the sealant and lead to increased resistance during deployment. The catheter, advancer tube, shuttle cartridge and the introducer sheath were inspected for anomalies that may have obstructed the device path during deployment. Damage was observed at the proximal end of the advancer tube. The deformed feature indicated that the advancer tube may have been forced back over the tamp lock. The review of the lhr (lot f1310106) indicated that the device lot met all established performance criteria prior to shipment. Based on the provided info and the investigation performed, the probable cause for the reported advancer tube not present and the probable root cause for the reported failure to deploy could not be conclusively determined.

Event description:
It was reported by the aci clinical specialist that a pt underwent a diagnostic coronary procedure on (B)(6) 2013. Following the procedure, the technician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that when the technician withdrew the sheath from the tissue tract, no advancer tube was present. The device was removed and the pt was converted to 20 minutes of manual compression, at which time hemostasis was achieved. The pt was ambulated and discharged to home the same day with no clinical sequela noted.